Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed on 30-oct-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the calcified mid left anterior descending artery. A 3.50 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. Device evaluated by MFR: synergy ous mr 3.50 x 24 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the first proximal stent strut row, with stent struts lifted. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.